Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that about a year ago, they started to notice that their implant battery was not holding a charge as well as it should. Patient stated that it was taking a lot longer to charge and that they were starting to have some pain from using the paddle to charge. Patient said that they lay on the charger and it hurts after they have tried to charge their implant. Patient mentioned that now they are having a lot more back pain because it doesn't feel like the stimulation is as high as it used to be. Patient said they would be laying in bed and have to turn the stimulation up to 7.5 and it is still not adequate pain relief. Patient said they feel some relief if they turn the stimulation up so high to where their legs jiggle, but it becomes uncomfortable. Agent reviewed eri information with patient and redirected patient to their healthcare provider to further address the issue. Patient stated the stimulator helps to alleviate their pain, and this is the first time they are starting to have back pain again. The patient mentioned unrelated medical history. This included patient mentioned they had a major hysterectomy and an ileostomy. Patient stated they were unsure if these procedures could contribute to their increased pain as they were around the spinal area. Patient mentioned they called last year regarding implant issues, and were told their implant had 9 year longevity. Additional information was received from the patient. They reported that the battery was determined to be dead. Patient is scheduled for surgery to replace it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.